Event description:
Reported events of: connecting-tube penetration into the hilus of the kidney, pain, infection, erosion, hernia, pyrosis, and pneumonia w/pleural effusion from journal article, "a rare complication after laparoscopic gastric banding: connecting-tube penetration into the hilus of the kidney". R. Sneijder, et al. Obes surg (2009) 19:531-533 doi 10.1007/s11695-008-9777-3. The summary of the journal article noted that the pt's symptoms have resolved. It is not known at this time if the device is an allergan product or not. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain, reflux, erosion, infection, and hernia are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required."